Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was showing high impedance on multiple contacts. As a result, a surgical intervention occurred wherein the lead was explanted and replaced to address the issue.